Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a low blood glucose level of 38 mg/dl; cause was unknown. Customer was provided with carbohydrates by seth palmer. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.